Event description:
Customer reported to beckman coulter, inc. (Bec) that on (B)(6) 2011, calibration on the unicel dxc 600i access clinical system failed back-to-back after the customer loaded a new reagent cartridge. Customer reported that reran all the high specimens that were generated on that day [(B)(6) 2011]. Customer reported that they found four out of 24 triglyceride patient results had to be amended. Customer reported that no patient was harmed because of the incorrect results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the problem was caused by the precision on the cartridge chemistry (cc) sample probe. The fse replaced the cc drive rotational motor. The fse performed carryover test and precision verification test. The fse calibrated and ran quality control.